Manufacturer narrative:
The device is available for evaluation; however, has not been received. Investigation is pending.

Event description:
The event involved a tego connector, with list number 011-d1000 and lot number 14785735. It was reported that at the end of the treatment, when the lines were disconnected from the connector, there was blood leakage or air entered through it. There was patient involvement and there was no harm as a result of this event.